Event description:
It was learned via implant patient registry that a 3300tfx 23mm aortic valve was explanted and replaced with a 11500a 21mm after an implant duration of 7 years, 11 months due to unknown reasons. Based on the information provided, it was determined that this event does not meet the definition of a complaint per doc-0084997. There was no allegation of deficiencies related to the identity, quality, durability, reliability, safety, effectiveness or performance of an edwards device. Additionally, the information received does not reasonably suggest the use, misuse, or malfunction of an edwards device caused or contributed to a patient or user injury, deterioration in state of health, or death. The event is being classified as a non-complaint.

Manufacturer narrative:
H11. Additional narrative. Surgical/percutaneous intervention is indicated or performed, or harm occurred due to the device, or there is a device malfunction that could cause or contribute to a serious injury. This event is considered a serious injury. Based on the information available, a definitive root cause cannot be conclusively determined. A device history record (DHR) review was not performed, as no information regarding a device failure mode was provided. Furthermore, there is no allegation of a malfunction which could be related to a manufacturing non-conformance and/or one was not suspected or confirmed through investigation; no labeling non-conformance/deficiency; no device-related infection; and no evidence of a product failure with regard to design, reliability, or use error.

Manufacturer narrative:
H11. Additional narrative. Updated d4, h4, and h6. Based on the information available, a definitive root cause cannot be conclusively determined. A device history record (DHR) review was not performed, as no information regarding a device failure mode was provided. Furthermore, there is no allegation of a malfunction which could be related to a manufacturing non-conformance and/or one was not suspected or confirmed through investigation; no labeling non-conformance/deficiency; no device-related infection; and no evidence of a product failure with regard to design, reliability, or use error.